Manufacturer narrative:
A ge service representative performed an on site investigation. Diagnosed corrupted software or flash. Erased persistent on program flash and reloaded jv2 software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system looked dark and washed out even with contrast and brightness auto on. No patient injury was reported.